Manufacturer narrative:
Additional information: a2 - age at time of event, a2 - dob, d4 - catalog #, d4 - serial #, d4 - primary UDI number.

Event description:
A company representative reported a patient received coolsculpting elite treatment to the lower abdomen and inner thighs on (B)(6) 2025 with curve 120 and 150 applicators and was presented with paradoxical hyperplasia post treatment.

Event description:
A company representative reported a patient received coolsculpting elite treatment to the lower abdomen and inner thighs on (B)(6) 2025 with curve 120 and 150 applicators and was presented with paradoxical hyperplasia post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.